Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. There were no adverse events to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder had a large hole in the front tip at fabric bonding joint; however, this perforation was consistent with sharp instrument damage which probably occurred during explant. The first cylinder was not leak and pressure tested due to the damage identified. The second cylinder was functionally tested and performed within specification. Visual and microscopical inspection of the pump identified that the pump kink resistant tubing (krt) was worn down to the filament. Under the microscope, it was noted that the pump was contaminated. Due to this contamination, the pump could not be functionally tested. The reservoir was visually and microscopically examined, and leak tested; however, no damages were identified. The reservoir passed the leak test performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. There were no adverse events to the patient.